Event description:
Dexcom g7 continuous glucose monitor sensor malfunctioned during insertion. The sensor probe wire was not inserted subcutaneously, instead it protruded above the sensor housing. My insulin pump reported that the sensor failed during warmup. This prevented my insulin pump from providing timely and accurate basal rate insulin dosage based upon my cgm readings, and prevented it from warning me if my blood glucose value went dangerously low. This sensor was one of three I received directly from dexcom, as replacements for sensors that failed in the same way. Of these three sensors, my insulin pump reported that two (2) failed during the sensor's "warm up" period, within the first 12 minutes of startup. When attempting to start a new dexcom g7 cgm sensor on (B)(6) 2025, I had four sensors from three different lots fail. This report is for one sensor only, the other three sensors will be reported in separate form 5300b entries. Of the twelve (12) dexcom g7 sensors I have tried to use during the last three months, seven have failed in the first 12 minutes during the sensor startup period. This is a 58% failure rate, almost 6 out of 10 sensors. This is an alarmingly high failure rate for a manufacturing defect.